Event description:
During the case the generator errored that it went into rf leakage mitigation mode and the system then failed to cut or coagulate tissue. The generator was swapped out and the case continued.

Manufacturer narrative:
(B)(4). Eval method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation plan: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To ensure cut and coag energy delivery was not going into rf leakage too soon the full final test (tp-0050) was performed. The power measurements were within tolerance therefore the complaint of rf leakage could not be confirmed. (B)(4).

Event description:
Generator went into rf leakage mitigation mode and system failed to cut or coag tissue during case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.